Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive flexible wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. According to the end-user, they treated the affected area with nystatin powder, hydrocortisone 10 cream then applied allkare protective barrier to the area. No add'l event/pt details have been provided to date. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date that convatec became aware.

Event description:
End-user reports redness itching beneath all of the durahesive portion of the wafer for the past three weeks. The reporter states the skin is not open and shows no signs of drainage.